Manufacturer narrative:
Concomitant: product ID 399945, lot# v013631, implanted: (B)(6) 2007, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3986a, lot# lc2184, implanted: (B)(6) 2007, product type lead; product ID 399945, lot# v013631, implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3986a, lot# lc2184, implanted: 2007, product type lead. (B)(4).

Event description:
It was reported that an overdischarge (od) was suspected. There was no communication with the clinician programmer, recharger or patient programmer. The patient was in a car accident over 6 months ago, which reportedly damaged the lead, but led to difficulty in revising the lead. The stimulation had not been used since then. The last recharging session was approximately 6 months prior. A physician mode reset (pmr) was done, and the recharger went to a normal recharging screen. Coupling was achieved. It was reviewed that the por should be cleared at 25%. It was stated that everything worked out and the patient was happy.